Event description:
Information provided to the manufacturer stated that during a ptcd procedure on a (B)(6) male patient, the wire cut off at the tip of the needle. An endoscopical approach was used to retrieve the tip of the wire guide. No information was provided regarding the outcome of the patient.

Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation; however, a review of complaint history, review of the provided IFU, review of quality control and a review of trends was performed during the investigation of this report. Per quality control specifications, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. Without the complaint device a definitive root cause cannot be determined. The event description states "wire cut off at the tip of the needle." The IFU precautions include this warning that the "mandrel wire guide should not be withdrawn through the needle once placed beyond the needle tip." The most likely cause of device failure in this complaint was damage to the wire guide when withdrawn through the needle. Root cause was failure to follow instructions. Insufficient risk per quality engineering risk analysis.